Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 176 mg/dl. The customer stated that she changed her insertion sites about 6 to 7 different times. She stated that the insulin pump could deliver a small dose of insulin the first time, but after that it kept alarming no delivery. The customer was advised to try the remedies reviewed to prevent recurring alarms. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.